Manufacturer narrative:
(B)(4).

Event description:
It was reported a nonsustained lead noise episode was observed on the ventricular channel. The patient was reported for presyncopal. The noise could not be reproduced. No resolution was suggested or completed. No further information is available.

Event description:
New information received states there were still nonsustained right ventricular oversensing episodes being detected. Baseline lead noise was observed from the patient breathing. The low frequency attenuation filter was turned off. The patient will continue to be monitored.